Event description:
It was reported that an asymptomatic patient presented in clinic for follow up when post paced t wave oversensing was observed. The device was reprogrammed.

Event description:
New information received indicated that additional post-paced t-wave oversensing episodes were observed on a stored egm during a follow-up in clinic. The patient was asymptomatic. Programming changes were made and further testing was recommended.